Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was confirmed that a foreign object in the gantry directly caused the reported early termination of 3d acquisitions. The system functioned normally after the removal of the object. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system was unable to complete a full 3d spin. A foreign object was found to have fallen inside the gantry, preventing a full rotation of the x-ray tube and detector. The object was removed and the issue was resolved. The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted

Manufacturer narrative:
(B)(6).